Event description:
The explanted lead was returned, and analysis was approved for the lead. Analysis did not identify any discontinuities or other anomalies with the returned portion of the lead. These product analysis results are also discussed in MFR. Report # 1644487-2018-00419. No additional relevant information has been received to date.

Event description:
A patient reported to a company representative that she experienced partial vocal cord paralysis. Programming history was reviewed for the patient's device. Diagnostics were within the normal limits throughout the implant life of the generator. The patient underwent lead and generator replacement surgery due to increased seizures, as captured in MFR. 1644487-2018-00419. A company representative indicated that the lead was replaced prophylactically due to compatibility with the new generator. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.